Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: improper initial implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient later complained of right calf and foot numbness and tingling. The surgeon determined that the superior positioned implant was impinging on the l5 nerve root. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior positioned implant with chisels as it was solidly fixed in bone. Bone graft was added to the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.